Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd wire is broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the light guide cable broken, the lg cable connector corroded, the eog volve loosened, the ccd module defect, the electrical connector broken and the u/d & r/l pulley wire ruptured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).